Event description:
It was reported to philips that the device failed operational check. There was no patient involvement.

Event description:
It was reported to philips that the device failed operational check. The field service engineer (fse) was able to duplicate the failed operational check. The device needs a therapy cable. Diagnostic performed by engineer : I was able to duplicate this issue. Therapy cable was bad. Resolution : I replaced the therapy cable from fdny. Device passed all checks and it put back into service. Upon conclusion of the evaluation, it was determined that the therapy cable requires replacement. It was replaced. The device passed testing and was put back into service.